Event description:
It was reported that balloon rupture occurred. An 80% stenosed target lesion was located in the severely calcified and mildly tortuous tight middle right coronary artery. Intravascular ultrasound (ivus) imaging which showed 360 degrees of calcium from the mid to ostial rca and the tightest lesion spot also showed an eccentric plaque of 180 degrees. A 1.75mm rotapro was used to rotablate at 180psi for 25 seconds each for 6 times. The psi speed was reduced from 180-150 just to polish off more of the calcium. Ivus imaging was done and showed some minimal fractures sites on the tightest mid rca. A15mmx3.50mm wolverine coronary cutting balloon was selected for use but could not track into the proximal right coronary artery. A 6f guidezilla guide extension catheter was introduced. It took some force to track the wolverine into the proximal right coronary artery and then inflate to 10 atmospheres for 10 seconds. During removal of the wolverine, resistance was encountered. When the wolverine was checked, the balloon was noted to have ruptured. The procedure was completed using a 7f guidezilla and a 10mmx3.50mm wolverine coronary cutting balloon, followed by dilation and stenting. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1- initial reporter phone: (B)(6).

Manufacturer narrative:
E1- initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. An 80% stenosed target lesion was located in the severely calcified and mildly tortuous tight middle right coronary artery. Intravascular ultrasound (ivus) imaging which showed 360 degrees of calcium from the mid to ostial rca and the tightest lesion spot also showed an eccentric plaque of 180 degrees. A 1.75mm rotapro was used to rotablate at 180psi for 25 seconds each for 6 times. The psi speed was reduced from 180-150 just to polish off more of the calcium. Ivus imaging was done and showed some minimal fractures sites on the tightest mid rca. A15mmx3.50mm wolverine coronary cutting balloon was selected for use but could not track into the proximal right coronary artery. A 6f guidezilla guide extension catheter was introduced. It took some force to track the wolverine into the proximal right coronary artery and then inflate to 10 atmospheres for 10 seconds. During removal of the wolverine, resistance was encountered. When the wolverine was checked, the balloon was noted to have ruptured. The procedure was completed using a 7f guidezilla and a 10mmx3.50mm wolverine coronary cutting balloon, followed by dilation and stenting. No complications were reported, and the patient was stable post procedure. It was further reported that the balloon was inflated at 2 bars up for 10 seconds and ruptured at 10 atmospheres for 40 seconds.